Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir threading had crack. The customer¿s blood glucose level was 69 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.